Manufacturer narrative:
Evaluation summary: the reported defect was confirmed for balloon came off. The catheter tip was visually inspected for indication of damage or abnormality. The proximal and distal windings along with the balloon latex have been pulled off the distal tip of the catheter, and were not returned. This condition may occur when the pull force of 1.5 lbs (per directions for use) has been exceeded. There was no other damage found.

Event description:
When pulling the fogarty through the vessel the balloon came off the catheter and remained intravascular. This occured during a embolectomy of a left av fistula, the physician was attempting to remove a blood clot and the vessel was somewhat calcified. Patient is doing fine.